Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 120 mg/dl. Customer said that the issue was resolved by changing the entire infusion set. Customer said that she did not received replacement for infusion set that was been previously reported with issue. Customer declined to troubleshoot. It is unknown if the auto mode feature was active and automatically adjusting insulin during the incident. The product will not be returned for analysis.